Event description:
It was reported that during an unknown procedure, the device didn't work. No further info available. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.